Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system main monitor was not working. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the main monitor was failed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.